Event description:
It was reported that the lead exhibited low pacing impedance and noise. The noise resulted in inappropriate therapy during testing. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.